Event description:
A report was received that the patient had a burning pain at the pocket site whether stimulation was on or off. The patient was given pain relievers and muscle relaxant.

Manufacturer narrative:
Additional information was received that the patient was prescribed with lyrica and the burning pain was significantly better.

Event description:
A report was received that the patient had a burning pain at the pocket site whether stimulation was on or off. The patient was given pain relievers and muscle relaxant.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the patient underwent an explant procedure and was reportedly doing well post-operatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that for the past several weeks the patient had a burning pain at the pocket site whether stimulation was on or off. The patient was given pain relievers and muscle relaxant.

Event description:
A report was received that for the past several weeks the patient had a burning pain at the pocket site whether stimulation was on or off. The patient was given pain relievers and muscle relaxant.